Event description:
Patient called in to report they received a wrench on the monitor stating that service is required and monitor needs to be replaced. Customer care walked the patient through rebooting the monitor but was not able to resolve the issue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device event log was reviewed and there was no record of service error code. Returned monitor failed inspection for failing to transfer data and therapy cable failed inspection for weight both unrelated to the reported issue. The reported condition was not able to be replicated. Will continue to trend for future occurrences.